Event description:
It was reported that during an unk procedure, the handswitch button was unusable. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 07/23/2007. Info is unavailable; device was not returned for eval.